Manufacturer narrative:
Device is not available for return, appropriate codes completed.

Event description:
The phoenix wire was lock to the phoenix catheter at the end of final run. The wire and the catheter was removed with no issues. The rest of the procedure was completed with balloon. Associated with phoenix catheter (phoenix catheter system, 1.8mm) complaint (B)(4). No patient injury. Date of occurrence: (B)(6) 2020. Date of awareness: 8/27/2020. As per complaint file - dan lang responded: -please confirm if there was a phoenix wire failure as well? The way I was told, it was a wire lock due to coating failure. -please explain how did the device fail? The way I was told, it was a wire lock due to coating failure.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect, or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical, and was determined to be acceptable. Device is expected to return for evaluation.

Event description:
The phoenix wire was lock to the phoenix catheter at the end of final run. The wire, and the catheter was removed with no issues. The rest of the procedure was completed with balloon. Associated with phoenix catheter (phoenix catheter system, 1.8mm) complaint (B)(4). No patient injury. Date of occurrence: (B)(6) 2020. Date of awareness: 8/27/2020. As per complaint file, (B)(6) responded: please confirm if there was a phoenix wire failure as well? The way I was told, it was a wire lock due to coating failure. Please explain how did the device fail? The way I was told, it was a wire lock due to coating failure.